Manufacturer narrative:
Pt info: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was attempting to load a 13.2mm tmicl13.2 implantable collamer lens, -10.50/+1.0/087 (sphere/cylinder/axis), and the lens would not load into the cartridge and tore. There was no patient contact. The backup lens was implanted with no problem. The cause of the event was unknown. The lens was discarded.